Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb and main frame pcbs were evaluated and reseated. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the c-arm or workstation was not booting up. There is no report of death or serious injury.